Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete incoming functional testing). Upon evaluation, the monitor did not deliver a pulse during detect and treat testing. The cause for the failed detect and treat testing was isolated to components u1004 and u1005 on the monitor ca board, which were shorted to ground. The root cause for the shorted u1004 and u1005 could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor was unable to complete incoming functional testing.